Manufacturer narrative:
(B)(4). The product is no longer available for evaluation. Should additional information be received, the record will be updated and amended as needed.

Event description:
According to the reporter, when removing the deployment device, the capsule fell off in the doctor's hand. There was no harm to the patient and no intervention was required. A repeat procedure was not required. Nothing unusual was noted about the procedure. An endoscopy, performed prior to the procedure, revealed a normal esophagus. The device user was trained and experienced. A medela pump was used to create approximately 550 mmhg of pressure for placement. There was no lubricant used to facilitate placement of the device. The product will not be returned for investigation.